Event description:
It was reported that the patient expired in 2008, after an implant duration of .02 mos, due to unknown reasons. It is unknown if the death was device related. No further details were provided. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR #6000002-2008-08305. A third device was also explanted, model #6900ptx. Refer to MFR #6000002-2008-07886.

Manufacturer narrative:
Device not returned.